Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the heavily calcified proximal left anterior descending (lad) artery. The lesion was predilated multiple times with a 2.5x12mm apex balloon. However, incomplete balloon expansion with the apex occurred, due to the calcific nature of the lesion. The 3.00x24mm taxus liberte stent was deployed at 12 atms. The stent delivery system (sds) balloon was deflated and balloon withdrawal resistance was experienced upon removal. The lesion did not 'seem to yield'. The physician acknowledged that there was 'a lot of waist' in the stent. The sds balloon was inflated and deflated a few times and upon the third time, the guide catheter (unk manufacturer) deep seated. The physician was able to get the balloon to release and remove the balloon. The stent was post dilated with a high pressure 3.5mm and 4.0mm quantum maverick balloon, inflated to 20 atms. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.